Event description:
Procedure: hernia. According to the reporter: a mesh was placed in 2010. (B)(6) months later in 2011, the patient presented with a superficial abscess and cellulitis at the site of the original chole incision. The abscess was drained and the patient was treated with antibiotics for 3 days then converted to primethoprim/sulfa. Approximately 3.5 weeks, a CT scan demonstrated a 2x0.9cm abscess anterior to the mesh. The patient underwent a 7.5 hour surgery to remove the infected mesh, cultures were sent and subsequently grown. The surgery was complicated by a pneumothorax intra-operatively necessitating a chest tube insertion and the surgery was completed with insertion of a biologic mesh porcine. The patient was then transferred to the intensive care unit and subsequently transferred to subacute rehabilitation one week post operatively for completion of a 2 week course of IV antibiotics.

Manufacturer narrative:
(B)(4).